Manufacturer narrative:
Device passed all functional tests including displacement, and self tests. No stuck buttons or keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the numbers were not ramping on their own and the scroll bar was not moving with no input. The customer¿s blood glucose was unknown at the time of incident. Customer states block mode was inactive. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.